Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 13-mar-2026. The unit was returned with noisy complaint, which was confirmed during testing. The issue confirmed with damaged compressor mounts due to the high vibration of the compressor. The muffler was filled with dust, which resulted in a blockage in the feed port and low sieve life (566). Furthermore, the psa cycle being high (9) is an indication the zeolite is getting contaminated by moisture. The lower housing and feed port were replaced.

Event description:
It was reported that the patient was having power issues with their unit and they were not getting enough oxygen as a consequence. As a result, the patient had shortness of breath and had to be hospitalized. They were discharged after 3 days. A replacement unit was sent to the patient and it is working well for them.